Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported via an email on behalf of a healthcare professional, "a ruptured silicone implant (implanted in 2016) and just wants them removed." Device remains implanted. Side unknown.